Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This report is related to information found during image review performed as a part of the investigation of previously reported manufacturer report # 1820334-2017-01512. The image review with a report date of (B)(6) 2018, showed kinking in the right zenith flex with spiral-z technology aaa endovascular graft iliac leg which required molding balloon angioplasty, unplanned iliac artery stent (covered) and thrombectomy as additional procedures. Patient remains in the study.

Manufacturer narrative:
Evaluation / investigation: the actual complaint device was not returned as it is implanted in the patient. A review of imaging, the instructions for use, and quality control data was conducted. The device history records were not able to be reviewed due to insufficient lot information. This investigation focuses on the right cia aneurysm growth that was treated with bypass three years post initial procedure. Imaging performed on (B)(6) 2014 during the implantation was provided. Imaging performed on (B)(6) 2014 (when the thrombectomy was performed) was not provided. However, the image review indicates that the mainbody graft and both the zsle grafts were implanted in a pre-existing graft, permitting less than necessary room for mainbody and the zsle expansion. Per the image review, the intended use was to treat a pseudoaneurysm originating from the distal anastomosis of a remotely implanted graft, rather than an atherosclerotic abdominal aortic aneurysm. The graft was likely an aorta bi-iliac graft although it is also possible that the graft was a tube graft rather than a bifurcated graft. The right cia origin lumen diameter was 8mm and the left 9mm. Before implantation of a balloon expandable stent, mid right zsle kinking as it entered the right cia narrowed the lumen to 6.5mm. Stenting eliminated the kink and increased the lumen diameter to 9mm. Although the stenting relieved the right zsle kink, the left zsle lumen was equally reduced and increased the risk of left zsle thrombosis. The image review also stated that the aneurysm was reported to have shrunk from 50mm to 24mm in the span of four days. Only pseudoaneurysms shrink this rapidly. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU advises the user that pre-existing regions of stenosis/narrowing (less than approximately 20mm ID in the aorta or 7 to 8 mm ID in the iliac arteries have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). As provided in the IFU, the zenith low profile aaa endovascular grafts and ancillary components have not been evaluated in patient population with pseudoaneurysm resulting from previous graft placement. The zenith low profile aaa endovascular graft is indicated for the endovascular treatment of patients with abdominal or aorto-iliac aneurysms having morphology suitable for endovascular repair. In this case, the zalb mainbody device and the two zsle devices were used to treat a pseudoaneurysm. It was also reported that the patient had pre-existing conditions of lower limb obliterating arteriopathy (a condition where blood vessels are narrowed and there is reduce blood flow to the limbs) and is a current smoker. It could be possible that these pre-existing conditions would have caused kinking in the leg graft. Based on the image review performed, the kink in the right iliac leg is possibly adverse event related to procedure, due to the fact that the main body and the two zsles were implanted in a pre-existing graft and these cook devices were used to treat pseudoaneurysm. The cause cannot be traced to the device. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
There has been no new information received since the last report was submitted on 07/19/2018.